Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called reporting "short of breath" and feeling heart "pumping very hard". He questioned whether it was related to his ICD. He also mentioned that the ICD may have moved. The ICD is still in use. No patient complications have been reported as a result of this event.